Manufacturer narrative:
The account found corrosion on the control board around a connector. The account replaced the control board to resolve the issue with this bed.

Event description:
Account alleged that the hi/low will not work. No patient impact.